Event description:
Customer reportedly rec'd results on pt of 594 mg/dl on the inform sys and 48 mg/dl on lab value within 10 mins. Customer also reportedly rec'd results on the same pt of hi on the inform sys and 48 mg/dl on lab value within 10 mins. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.